Manufacturer narrative:
(B)(4). Method: the complaint opt314 optiflow junior interface was returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned opt314 was visually inspected. Results: visual inspection revealed that the complaint device appeared to have been used, and the left tube was detached from the cannula. There was evidence of adhesive present at the external surface of the tube that was inserted into the cannula. The spring of the tube was evenly distributed along its length and no damage was observed. Conclusion: we were unable to determine the cause of the tube disconnection from the cannula. The optiflow junior cannula is 100% leak and occlusion tested at the production line. The complaint product would not have passed this test if it was in a damaged state during production. Our user instructions that accompany the product state: "patient monitoring is recommended". "Do not stretch or crush tube.".

Event description:
A hospital in (B)(6) has reported that the tubing of an opt314 optiflow junior interface was disconnected from the interface connection. This was reported prior to patient use. During evaluation at fisher & paykel healthcare (fph) on (B)(4) 2013, the product appeared to have been used. This complaint was considered vigilance reportable as of (B)(4) 2013.